Event description:
It was reported that while a patient underwent an ablation procedure utilizing a cool flow pump, air may have been unintentionally injected into the patient while attempting to flush the tubing set. During the case, while attempting to exchange the IV solution container, the medical staff did not notice that they had left the line on from the cool flow pump open to the patient as they flushed the line out for bubbles. After approximately 30 minutes, the physician discovered the user error. The procedure was completed without patient consequence. The patient was reported to be in stable condition at the time bwi followed-up. An injection of air and bubbles into a patient can potentially cause patient injury, air embolism. Thus, this user error is MDR reportable. There was no reported device malfunction. The instruction for use informs to ¿remove the patient line from the patient and use the flush button to purge air from the system.¿

Manufacturer narrative:
Since the customer did not request service, no device evaluation can be performed. Concomitant products: carto 3 system, serial# (B)(4). Stockert system, serial# (B)(4). Smarttouch catheter, lot#17039208m. Soundstar catheter. (B)(4). Service has not been requested on the device. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.